Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01853. It was reported that shaft break occurred. The target lesions were located in the left anterior descending (lad) artery and left circumflex (lcx) artery. Following predilation with a 2.5x20 emerge balloon catheter, a 3.0x20 promus premier drug eluting stent was advanced in the lcx. A 3.50x32mm promus premier drug eluting stent was selected for use to treat the lad lesion. However, during procedure outside patient, the shaft broke. A 2.8x35 promus premier drug eluting stent was advanced but failed to cross the lesion. Another 2.8x35 promus premier drug eluting stent was advanced and while trying to position in within the coronary artery, the stent hung on the 3.0x20 stent when the physician was pulling it back and came off the stent delivery system. A snare was use to remove the device and everything was taken out. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.